Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry would not open. The site could move the gantry side to side and extend. Technical services (ts) had the site reboot and press the yellow manual override button. The system opened a little, but seemed stuck. There was no patient involvement.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.